Event description:
It was reported about scarring following the opus treatment.

Manufacturer narrative:
Scarring after opus colibri, the scars are likely permanent.

Event description:
It was reported about scarring following the opus treatment.

Manufacturer narrative:
Scarring after opus colibri, the scars are likely permanent. UDI related data quality updates. This supplemental report represents a correction to a previously submitted MDR.